Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump has a cosmetic damage. The blood glucose reading was 183mg/dl. Troubleshooting was performed. The caller stated that the drive support cap is protruded and the piston moved backwards instead of moving into the reservoir. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with loose motor support disk and missing end cap sticker.